Manufacturer narrative:
Continued from d11-250ml baxter bag, lot: 18h24e4s/10033416, exp: 01 2020, 01/23/2020, fentanyl in 0.9% sodium chloride injection the customer¿s stated issue of over infusion was not confirmed through a review of the device logs or through testing. The log review found no programming errors that would explain the report of over infusion. The infusion that took place after increasing the vtbi to 240 ml between (B)(6) 2019 at 10:03:05 pm and the air-in-line alarm that occurred on (B)(6) 2019 at 9:32:03 am the following morning shows a total calculated volume of 174.287 ml. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The administration set that was received by the customer had the pumping segment tested for concentricity and was found in specification. The total calculated volume infused from the start of drug ID (fentanyl) on (B)(6) 2019 at 2:52 pm to the infusion complete alarm on (B)(6) 2019 at 4:24 pm was 370.472 ml. The infusion occurred over 24.98 hours after removing pauses and alarms that interrupted the infusion, the average rate over this time was calculated to be 14.83 ml/h. The root cause was not definitively identified in this investigation.

Event description:
It was reported that the device over infused during use in surgery ICU. During a patient infusion, fentanyl (2500mcg/250ml), 10mcg/ml was infusing at 150mcg/hr. = 15cc/hr. As ordered. At 09:30 it was noted that the fentanyl bag and tubing in patient¿s room had run dry. At this rate/dose, the fentanyl should have lasted at least 15 hours. There was no patient harm or impact.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device over infused during use in surgery ICU. During a patient infusion, fentanyl (2500mcg/250ml) was infusing at 150mcg/hr = 15cc/hr as ordered. At 09:30 it was noted that the fentanyl bag and tubing in patient¿s room had run dry. At this rate/dose, the fentanyl should have lasted at least 15 hours. There was no patient harm or impact.